Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy.